Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the preparation of the angio-seal device was as usual without any complications. The angio-seal device was advanced over the wire however got stuck at the skin level. The device was able to be inserted with a lot of force. There was no patient harm. Additional information was received on (B)(6) 2021: a pre-deployment angiogram was performed. There was no stenosis, plaque or calcium present around the insertion site. The insertion site was above the bifurcation and below the inguinal ligament. The estimated blood loss was less than 250cc.the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. An action item was initiated to address the increase in occurrence.